Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). They stated it was unknown if the implanted device or therapy caused or contributed to the uti. The device was intended to treat urge incontinence and urgency frequency. The patient had utis prior to implant. The uti was not related to the patient's underlying condition.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urge incontinence and u rinary/bowel dysfunction. It was reported that they had a bladder infection and a return of frequent urination that started 'a little over a month ago'. Patient stated that when they connected to their implant shortly after having these medical issues/symptoms, they noticed that their therapy was turned off. The pt then turned ins on. Patient then stated that now they were having frequent urination again that started about a 1.5 weeks ago and they couldn't find their external components. The pt stated that this time they did not have a bladder infection. Troubleshooting was unable to be performed as patient lost their external devices. The pt was advised to continue to search for externals and call sunmed if they cannot be found--agent noted following up with managing doc. Agent reviewed scenarios in which an ins could be turned off (with handset and in por situations). Additional information was received from the patient. The reason for call was the patient reported that shortly after they got their new implanted system and handset/communicator, they thought they had a bladder infection because they had all of a sudden had numerous urges to use the restroom when they normally hadn't had them. The patient stated it started probably in (B)(6) 2023. The patient stated they thought it might have been after they were treated for the bladder infection which they stated they probably did have, it still wasn't working right for their symptoms so they went to connect to their settings and they found that their therapy had turned off. The patient stated they had no idea how therapy was off and that someone suggested a strong source of emi had turned it off. The patient asked if that could happen. Patient services reviewed it would be unlikely that the therapy would be turned off but reviewed information with the patient and redirected them to follow up with their health care provider (hcp) about their concerns. The patient stated they had been with their daughter who was in the hospital so maybe something at the hospital did it. The patient stated they weren't sure though and thought that the hospitals would keep their MRI systems "pretty well contained." Patient services again redirected the patient to follow up with their managing health care provider (hcp) if they still had symptom concerns.